Event description:
It was reported that the device was presenting a low vacuum alarm. No case involved.

Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.